Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then used to deliver the device but was still unable to cross the lesion. The device was removed and it was noted that the distal edge of the stent struts were slightly deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.